Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was received for analysis unopened samples of product code 8307h, mgr793. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements. Additional h3 investigation summary: it was received for analysis a labeled winding former and two suture-pieces of product code 8307h, mgr793. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. Due to the condition of the sample the functional test cannot be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of breakage suture, was an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mgr793, 8307h and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was less resistant than usual and broke. There were no adverse patient consequences reported.